Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and donor history was performed. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting one incident of transfusion reaction: customer reporting false negative results for antibody screen test using screening cells lot# vs900 exp: 3/1/2016 when tested on provue instrument using anti-igg cards. Incident occurred on (B)(6) 2016, where antibody screen on patient's sample was reported as negative. Patient was transfused 2 unit of packed rbc, using is -crossmatch and was later discharged from facility. (Oncology patient, diagnosis not provided). Patient came back to facility on (B)(6) 2016 and with repeat antibody screen using another lot of selectogen and cell #2 showed 3+ reaction. Using 0.8% resolve panel a and anti-e was identified. Auto control = positive (1+) and dat was positive (1+) on post sample. Customer claimed site does not performed elution. Unit of packed cells transfused on (B)(6) 2016 were positive for e antigen. Customer indicated patient was later discharged from facility. No additional information provided on patient from customer. Issue started on: (B)(6) 2016; reported (B)(6) 2016: frequency: 1x. Actions taken by customer: (before calling): transfusion reaction work-up. Customer reports qc is normal. Weekly maintenance performed as expected. Ocd discussed possible low titers on samples, hence the reason for the negative antibody screen. Customer agree with discussion. All gel cards appeared normal. Customer only reporting incident for documentation.